Manufacturer narrative:
On 03 fevrier 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved (B) (4). Analysis is pending.

Event description:
Reportedly, the patient experiences shock therapies and therefore came back to the hospital for follow up. Upon interrogation, an overload condition was observed. Additionally, device memories were empty and the shock episodes could not be reviewed. A device reset was also reported. Because of the overload conditions (which suggested a short circuity between the ICD and the lead) and some other observed warnings, a re-intervention was recommended. The lead was finally left implanted and the ICD was replaced with a ICD from another brand.